Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that they heard fluid while shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposure to moisture found on 01-aug-2021. Pump passed displacement test and self test. The following alarms/alerts were found in pump alarm history screen: pump error 63 on 07/28/2021 at 5:28 am, pump error 4 on 07/28/2021 at 5:28 am, and insulin flow block alarm on 07/28/2021 at 5:28 am. Pump passed rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test in response. Successfully downloaded history files and traces using thus. Confirmed the following alarms/alerts in downloaded history/trace files : pump error 63 on 07/28/2021 at start time 05:28:15.000 with variable 1, pump error 4 on 07/28/2021 at start time 05:28:15.000, insulin flow block alarm during basal on 07/28/2021 at start time 05:18:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked retainer, and partially detached retainer. Exposure to moisture confirmed on electronic assembly. Pump error 63 confirmed to be hardware error. Pump error 4 was a consequence of pump error 63. No insulin flow block alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.